Manufacturer narrative:
The axium prime pushwire was returned without a dispenser coil and without an introducer sheath. The axium prime pushwire was decont aminated. The actuator interface was found loose within the coupler tube, which is indicative that a mechanical detachment was attempted using an instant detacher. There is no evidence that a manual detachment was attempted as the break indicator was returned intact. The pushwire was found with bends. The pushwire was found broken at ~144.0cm from proximal end with the inner liner and release wire extending out of the distal end of the proximal segment. The distal broken segment was not returned for analysis. The implant coil was also not returned for analysis. The axium prime pushwire could not be used for testing due to its damaged state. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the axium prime coil analysis and the event description, the report of ¿coil separation/break¿ was not confirmed as the device was returned with the coil already detached and implanted. The likely cause of the separation of the coil is the reported severe patient tortuosity, entanglement of the implant coils and resistance felt during delivery. Per the device instructions for use (IFU): ¿if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿ the report of ¿pusher kink/broke¿ was confirmed. It was reported that the distal 3mm of the pushwire broke, however, the distal ~44.0cm of the pusher was not returned and therefore the cause could not be analyzed. The possible causes of the pusher break are the reported severe patient tortuosity, entanglement of the implant coils and resistance felt during delivery. There were multiple bends found throughout the pusher, indicative of force used during repositioning or damage during return shipping. The report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the implant coil was already detached and the pusher was returned broken. The inner diameter of the headway duo microcatheter is 0.0165¿ (per microvention website) and is therefore compatible for use with the axium prime coil. The headway duo micro catheter will be returned to microvention and the synchro guidewire will be returned to stryker. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A supplemental report will be submitted when the device analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure, the first coil¿s pushwire was alleged to have broken. When the second coil was advanced through the competitor catheter resistance was felt and the first implanted coil was moved. The first and the second coil were alleged to have entangled. According to instructions for use (IFU), the reported product was prepared, and the coil was inserted through the microcatheter. After the coil was successfully completed, it was detached, and the delivery system was retrieved. Although the detachment seemed to have been performed without a problem with aligning the second marker, a strong resistance was encountered when the second coil was inserted after the delivery system was retrieved, and the first coil started to move when inserted without any action. The first coil (broken product) and the second coil were tangled and moved, and after the second coil was retrieved once, the microcatheter was retrieved together, the delivery shaft of the first coil remained and it was found that it was stretched. The stretched delivery system was difficult to retrieved, so it remained in the body, the microcatheter was re-approached and the second coil was inserted. After that, it was completed without problems. As a result, the tip of the delivery shaft, about 3 mm, remained in the body along with the first coil implantation. There were no reports of patient symptoms. The vessel anatomy was severe in tortuosity. The blood flow was normal. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed per the IFU.